Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial impedance was greater than 2500 ohms in both the unipolar and bipolar configurations. The patient became symptomatic during capture threshold testing. The lead will be monitored.